Event description:
It was reported that one lead ¿was not working.¿ it was noted that the patient had four implants and ¿had faulty leads before.¿ it was further noted, the patient had eight leads in the back and one was not working ¿at all.¿ the patient thought ¿another one was failing too.¿ additional information received reported that the patient had a lead problem. Additional information received reported that the healthcare professional (hcp) had no information regarding the cause of the event. It was unknown if the cause of the event was due to the ins, leads or extension. It was noted, the patient had a surgical paddle lead implanted ¿many years ago¿ by the hcp. It was further noted, the last follow up was in (B)(6) 2010 and the hcp had not seen the patient since this time. Additional information was requested but was not available at the date of this report.

Manufacturer narrative:
Product ID 37752 lot# serial# (B)(4), implanted: 2007 (B)(6); product type recharger product ID 3998 lot# v014785, implanted: 2007 (B)(6); product type lead product ID 37742 lot# serial# (B)(4), implanted: 2007 (B)(6); product type programmer, patient product ID 3708260 lot# serial# (B)(4), implanted: 2007 (B)(6); product type extension product ID 3998 lot# v003187, implanted: 2006 (B)(6); product type lead product ID 3998 lot# lb2061, implanted: 2003 (B)(6); product type lead (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient indicated that they have had broken leads.